Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below knee artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at approximately 10 atmospheres for approximately 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.